Event description:
It was reported that the patient presented with an infected artificial urinary sphincter (aus), urethral erosion, testicular pain, and left suprapubic pain. The patient was unable to provide a detailed history and reported falling into a chair and landing on his scrotum. He also reported that in (B)(6) 2024, he had a severe motor vehicle collision, resulting in a traumatic brain injury, broken ribs, a broken back, a broken neck, and a medically induced coma with catheter placement. Since then, he has been unable to use his aus, is incontinent, and wears incontinence briefs. The patient also reported fevers, chills, and intermittent hematuria twice a week. A surgical procedure was performed to remove the infected aus, during which significant purulence was noted upon entering the scrotum, with the cuff eroded at the mid-bulbar ventral right-side aspect, visualized through a cystoscope. Additionally, it was noted that the scrotum was very indurated, and the reservoir was located in the prepubic rather than the retropubic space. An urethroplasty was performed to repair the urethra. Two weeks of antibiotics and foley catheters were required. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, leak and functionally tested. Visual examination revealed that the balloon was identified to be scaled on the shell. The balloon passed the leakage test. The lot/batch number for the balloon specification was not provided. Therefore, balloon was not functionally tested. The pump was visually inspected, leak and functionally tested. The pump passed the visual inspection and the leakage test. The pump failed low flow test with an output pressure below of the specification. The cuff was visually inspected, and leak tested. Visual examination revealed that the cuff was identified to have folds. Cuff had a tear from tool/sharp instrument damage along the lateral edge of the cuff shell towards the cuff tab. The cuff had fluid loss due to a tear from tool/sharp instrument damage along the lateral edge of the cuff shell towards the cuff tab. Based on the information available and analysis results, a conclusion code of known inherent risk of device was assigned to this investigation as the allegation relates to erosion, hematuria, incontinence, infection and pain/infection which is addressed in our labeling and risk documentation.

Event description:
It was reported that the patient presented with an infected artificial urinary sphincter (aus), urethral erosion, testicular pain, and left suprapubic pain. The patient was unable to provide a detailed history and reported falling into a chair and landing on his scrotum. He also reported that in (B)(6) 2024, he had a severe motor vehicle collision, resulting in a traumatic brain injury, broken ribs, a broken back, a broken neck, and a medically induced coma with catheter placement. Since then, he has been unable to use his aus, is incontinent, and wears incontinence briefs. The patient also reported fevers, chills, and intermittent hematuria twice a week. A surgical procedure was performed to remove the infected aus, during which significant purulence was noted upon entering the scrotum, with the cuff eroded at the mid-bulbar ventral right-side aspect, visualized through a cystoscope. Additionally, it was noted that the scrotum was very indurated, and the reservoir was located in the pre-pubic rather than the retropubic space. An urethroplasty was performed to repair the urethra. Two weeks of antibiotics and foley catheters were required. No additional patient complications were reported.